Event description:
In this event it is reported that reciproc blue files 6x broke during use. Injury unknown as of this MDR.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Two reciproc blue files r25 8/100 25mm 025 were returned. One of them is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Second file has no damage. Nothing unusual to report was found during dhrs review (batches #1698688, #1697794, #1698421 and #1696452). No unused file is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).